Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 580 mg/dl and mild ketones were present. The infusion set site and tubing were changed and a bolus was delivered to address bg. Customer went to the emergency room (ER) and intravenous insulin/fluids were administered. After 8.5 hours, customer left the ER feeling fine, but exhausted. Bg was 132 mg/dl. Customer did not know cause of elevated bg. However, the replacement non-tandem infusion set cannula was found to be kinked and was considered as a contributor of the elevated bg.